Manufacturer narrative:
The automated impella controller console was received from the customer and an investigation regarding the returned device has been completed. The console was extensively tested, using multiple pumps and pump simulators, but the issues were not reproduced. During data analysis, the console logs from the reported day of event were consistent with the complaint. The root cause of the issue was not determined since the issue could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 38-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. During the positioning of the impella 5.5 device, the physician noted numerous twists in the catheter. The catheter was unplugged from the automated impella controller (aic) to remove coils and twists from the line. Upon re-insertion and attempted re-start of catheter, a yellow error message appeared on the aic, "impella catheter defective". The aic was restarted multiple times and the same error message occurred. The aic was successfully replaced with a different unit. There was no reported patient harm reported.